Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been approximately 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the identified fault patterns are most likely attributable to the use of excessive force by the customer. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope had blurry vision. The mtc engineer confirmed during receipt inspection. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. The sbc confirmed the reported issue. During the evaluation, the connector pin was found broken and a crack on the joint of insertion tube and eyepiece was found. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.